Manufacturer narrative:
(B)(4). Manufacturing dates: 11/02/2015 - 11/06/2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap sponge had inadequate iodine. There was no patient injury or medical intervention associated with this event. No additional information is available.